Event description:
Clinic notes for the patient were received in which it was indicated the patient had to go to the hospital after multiple seizures. The patient's mom also reported that she thought the vns battery was running low due to increased seizures. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patients generator was replaced. The explanted generator has not been received to date. No further relevant information has been received to date.